Event description:
Used the q1000 low level laser with the 808 enhancer probe over the course of a couple of weeks under the direction of my chiropractor. Used the 808 probe on the front left quad muscle during three separate visits and once on my low back and once in the palm of my right hand palm and low back with the 808 probe, the nerve pain increased significantly, I had shooting sciatic pain down the back of my right leg and into my foot and toes. My right hand felt very painful, tingly, numb and had a burning sensation. More recently, I have felt increased soreness and shots of pain through the left quad muscle-versus length-wise along the muscle fibers-. I am trying to treat the pain with prescribed medication from my medical doctor and with lidocaine patches.